Event description:
It was reported that during a superion indirect decompression system implant procedure the patient was put under general anesthesia. Following this, the patients heart rate dropped causing the procedure to be aborted. The patient was doing well post event. The device was discarded and will not be returned for analysis.